Manufacturer narrative:
Date of event: unknown/not provided. Best estimate date is may 2022. If explanted; give date: n/a (not applicable). The lens remains implanted. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). An attempt has been made to obtain the missing information; however, the consumer did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with bilateral intraocular lenses (iols) visited his doctor¿s office on (B)(6) 2022, and the patient was told that both lenses were cloudy and would have to be removed. Patient cannot see clearly. Patient is occasionally taking drops for dry eye. Through follow-up, the patient explained that he was not able to see clear and the doctor told him it was due to his pouch being cloudy like a cataract. The patient started noticing the blurry vision right after the right eye was done, may time frame. Therefore, a yttrium aluminum garnet (yag) was performed on both eyes on (B)(6) 2022. The patient confirmed that the initial report "of occasionally taking drops for dry eye" were standard of care drops post surgery. The patient stated that he has had a history of dry eye and thinks it was due to his lasik procedure performed sometime in 1998 prior to iol implant. He has occasionally been taking over-the-counter (otc) eye drops for dry eye. The patient also has had tear duct plugs to help with the dry eyes which were performed sometime in june or july 2022. No other treatments have been provided and the lenses remain implanted. No other information was provided. Patient had bilateral lens implants. This report captures the lens implanted in patient's left eye. A separate report will be filed for the right eye.